Manufacturer narrative:
(B)(4). Approximate age of device ¿ 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had experienced gastrointestinal bleeding. The patient had several episodes of blood in the stool. Hemoglobin and hematocrit levels trended down. The patient was transfused with 1 unit of packed red blood cells. Anticoagulation therapy at the time of the event was aspirin. The patient was discharged on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.